Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19aug2019.

Event description:
The customer reported co2 rebreathing circuit alarm. The device was in clinical use during the time of the event, but no patient harm was reported.

Manufacturer narrative:
MFR received date: 05nov2019. Attempts were made to obtain additional information regarding the device's evaluation and repair. The customer did not respond to these additional attempts so this complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.